Event description:
Unable to urinate w/o pain/hesitancy. Urinary retention. Bladder distension. Frequent urinary tract infections that require recurrent prolonged antibiotic usage with impact on gi tract and risk of developing tolerance to cipro, levaquin, macrodantin, trimethoprim. Repeated urodynamic testing that is painful and results in yet another uti. Was instructed to self-catheterize nightly - very painful. Dyspareunia so painful that intercourse has not been possible. Now require physical therapy for treatment of pelvic floor dysfunction. Reason for use: pelvic organ prolapse: uterine prolapse, cystocele, rectocele, genuine stress urinary incontinence.